Event description:
It was reported that externalized conductors and oversensing noise were observed. Patient was asymptomatic. The noise was not reproducible. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors do not appear to be externalized. The lead was capped and replaced.